Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the patient had an MRI on the 23rd and the logs showed a motor stall but no recovery. The patient did not report hearing pump alarms until the hcp had interrogated the pump today. Information around telemetry state with the pump was reviewed and the hcp was advised to proceed with the refill today and check the logs again to see if motor stall recovery was showing.